Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (malfunction 6-0x20bc).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 229 mg/dl.